Manufacturer narrative:
Evaluation of the device shows the anchor has broken at the eyelet. The eyelet remains in the inserter shaft but is no longer aligned with the inserter hex. The distal end of the shaft is bent and twisted. Removal of the eyelet portion of the anchor shows it is distorted. The condition of the device is consistent with not pre-drilling prior to insertion of the anchor. (B)(4).

Event description:
During a rotator cuff repair procedure, on insertion of the anchor the tip broke off which remains imbedded in the bone and could not be removed.